Event description:
During orif of tibia / fibula drill bit broke in bone on both apo lateral fluorascopy with surgical access. Per operative report more damage would have been created to attempt removal therefore it was left in place.